Event description:
Related manufacturer reference number: 2017865-2021-11514. It was reported that the patient presented for a routine generator replacement procedure. When the new pacemaker was connected to the competitor ventricular lead, the ventricular impedance was high and out of range. The lead was then connected to the old pacemaker again, showing a normal impedance. The lead was then connected to a second new pacemaker, which also showed a high and out of range impedance. The lead was then connected to the first new pacemaker again, which was implanted with programming changes made to adjust for the high impedance reading. The second new pacemaker was not used. There were no patient consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.